Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: after intravenous infusion, the needle was pulled out after successful puncturing, and the white septum at the end of the catheter continued to exude fluid.

Manufacturer narrative:
H.6 investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h.10

Event description:
It has been reported that one unspecified bd¿ catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: after intravenous infusion, the needle was pulled out after successful puncturing, and the white septum at the end of the catheter continued to exude fluid